Event description:
An aneurysm abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 46 months ago. The stent graft migrated with a type I endoleak, due to disease progression and dilatation of the aortic neck. (Reference MDR #2953200-2009-00742). There were two talent aortic cuffs and one aneurx aortic cuff implanted approximately 5 months ago. It was reported there was very poor imaging during the intervention and implantation of the three aortic cuffs, it was discovered 5 months post intervention that one of the aortic cuffs (reference MDR #2953200-2009-01650) was inaccurately delivered. The aortic cuff was placed next to another cuff instead inside. The identity of the cuff cannot be determined. Consequently, after the intervention, there has been sac expansion and a type I endoleak. The physician elected to surgically-convert the patient to an open repair. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Eval results: endoleak. Poor imaging. Inaccurate placement of the stent graft.